Event description:
It was reported that catheter issue occurred. The opticross hd imaging was selected for an ultrasound examination of the target lesion. The catheter was separated approximately at the joint part, outside the patient. When the device was checked, it appeared that the tension was applied, and separation has occurred. The procedure was completed with another of the same device. No patient complications were reported.